Event description:
It was reported that the user experienced recurrent hyperglycemia while using the ilet, with the algorithm indicating insulin delivery but glucose rising above 200 mg/dl despite no morning food intake, and with apparent limits on meal insulin requiring multiple entries for larger carbohydrate loads. Symptoms included elevated blood glucose up to 260 mg/dl without loss of consciousness, dka, ketone testing, or need for assistance. Outcomes included prolonged hyperglycemia for a few hours at a time and notification alerts for sustained high glucose. Investigation included case review, follow-up calls, and assignment for additional user training to address potential meal announcement issues and consideration of a device reset. Investigation of this case revealed no confirmed device malfunction and suggested use-related factors could not be ruled out. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.